Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was patient involvement. There was no reported harm as the failure was an incidental finding observed by the manufacturer during servicing activity.

Manufacturer narrative:
Correction: annex b : b17. Annex c : c20. Annex d : d15. Additional information : device available for eval, returned to manufacturer on, device return to manuf ., device eval by manufacturer, remedial action required, remedial action #. Annex a : a040502 annex g : g02017 annex b : b01, b14 annex c : c0601 annex d : d01 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was patient involvement. There was no reported harm as the failure was an incidental finding observed by the manufacturer during servicing activity.